Manufacturer narrative:
The company service representative examined the system, however, did not mention confirmation or replication of the reported event. A new lio cable was ordered for replacement. The service request (sr) remains open. The lio has not been returned for evaluation. The laser indirect ophthalmoscope (lio) was manufactured on september 20, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the laser power was low. The surgeon had to increase the power to complete the case. There was no patient harm.